Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 2134265-2014-05188. (B)(4) clinical study. It was reported that hypertension, arteriosclerosis and patient death occurred. In (B)(4) 2012, the patient presented due to chest pain and was diagnosed with stable angina. Cardiac catheterization was recommended. Subsequently, coronary angiography and index procedure were performed. Target lesion # 1 was a de novo lesion located in the second obtuse marginal (om2) branch with 80% stenosis and was 36 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with pre dilatation and placement of a 2.50 x 38 mm promus element¿ plus stent. Following post dilatation, the residual stenosis was 0%. Target lesion # 2 was a de novo lesion located in the proximal left circumflex (lcx) with 80% stenosis and was 22 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with pre dilatation and placement of a 3.00 x 24 mm promus element¿ plus stent overlapping the previously placed study stent proximally. Following post dilatation, the residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(4) 2014, the patient expired at home due to coronary artery disease. The site nurse visited the patient¿s house for homecare services and had come to know about the patient's death. Due to the progression of investigational procedure, the nurse was not allowed inside the patient's house. In addition, the home health aide noted that the patient was in no acute distress two days previously. Per death certificate, the cause of death was hypertensive and arteriosclerotic cardiovascular disease. Autopsy was not performed.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that during the index procedure, abnormal stress test results were noted. Also, at the time of the event the patient was receiving homecare services from a nurse and health aide for the primary diagnosis of chronic obstructive pulmonary disease (copd). The health home aide informed the nurse that the patient was doing fine when last seen in (B)(6) 2014, and not 2 days before the patient expired as previously reported. There was a source discrepancy in the location of target lesions: long lesion extending from distal left main (lm) into second obtuse marginal (om2), stented with two overlapping promus element plus stents (2.5 x 38 mm distally in om2 overlapping with 3.0 x 24 mm proximally, extending from lm into proximal left circumflex). However, the target lesions reported were confirmed correct and were two different lesions treated separately with overlapping stents.